Manufacturer narrative:
(B)(4).

Event description:
It was reported that an out-orange hv lead impedance measurement was observed. It was noted that the impedance had been increasing gradually over time. The patient was asymptomatic. No intervention was performed. The device remains implanted.